Event description:
The manufacturer received information alleging a ventilation service required error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code, internal battery failed, was observed on the device's error log. There is no documentation stated on a root cause and/or any component replacement to resolve the internal battery failed error code. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, there were additional error codes, internal battery depleted, detach battery failed, and detach battery connected depleted, were observed on the device's error log. There is no documentation stated on a root cause and/or any component replacement to resolve these additional error codes, internal battery depleted, detach battery failed, and detach battery connected depleted, that were found on this device. These error codes were unrelated to the reportable malfunction/issue.